Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported issue with lap top ventilator 1150 where unit coming in for event trace download due to death of a patient. Customer indicated that there was no information regarding the last vent settings or any other details.

Manufacturer narrative:
"Results of investigation: vyaire medical received the device for event trace due to death of a patient. Visual inspection of the unit under test (uut) found no visible defects, damage, or contamination. The uut was then connected to external power and the post and event trace were produced and reviewed. The uut underwent a vent check and was found to pass on all counts. A check of vent usage found the ventilator has 31142.4 hours of operation. The uut was left connected to external power for a period of 10 minutes and it was observed that the charge status led did not switch from red to (flashing) amber. The solid red charge status led is an indication of a failed internal battery. A review of the ventilator preventive maintenance record found that at the time of the patient event, the ventilator was 6k hours overdue for a 10k pm (due 5/8/2022 or 25,686hrs). As per the entire event trace, there is no failure to report. The event trace review found the ventilator to have operated to expectations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported issue with lap top ventilator 1200 where unit coming in for event trace download due to death of a patient. Customer indicated that there was no information regarding the last vent settings or any other details.

Manufacturer narrative:
H11-corrected b5-the customer reported issue with lap top ventilator 1200 where unit coming in for event trace download due to death of a patient. Customer indicated that there was no information regarding the last vent settings or any other details.